Event description:
Two biopsy guns misfired during the procedure. The biopsy needle does fire but the outside sheath that encloses the tissue does not. This results in failure to obtain tissue to perform the biopsy.